Event description:
It was reported that the pt underwent a tlif/psf at l3-5. The pt returned for follow up appointment complaining of low back pain. X-rays showed broken screws bi-laterally at l3 and on the right at l5. Reportedly fusion did not occur. The revision was done approx two and a half years post op. All the hardware was removed and the pt was decompressed. No further pt complications were reported.

Manufacturer narrative:
(B)(4): non-fusion. Neither nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.